Event description:
According to the reporter, during a reaming procedure the surgeon was using the drive shaft and the end of the drive shaft broke. Surgeon was able to retrieve all fragment pieces from the patient. Surgeon did not need to select another shaft as the procedure was completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. No additional evaluation available. Additionally the product development event evaluation stated that the returned part from lot 6718729 was manufactured in january 2012 and is not damaged. The device is intact and shows minimal signs of use. Placeholder.